Event description:
It was reported that during a ptca treatment procedure, the physician inflated the maverick balloon to 6atm's on the initial inflation. The balloon did not hold pressure as was demonstrated by the gauge of the inflation device drifting down. It was assumed that the balloon was burst. The physician pulled negative pressure and removed the device. The procedure was successfully completed with another maverick balloon without harm to the pt. There was no pre-existing stent in this lesion and the vessel did not appear to be tortuous. No pt or procedural complications were reported. The pt's status was reported as 'okay'. The facility disposed of the product. No other info is available at this time.